Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported damaged power connector. Evaluation found damage to the 6 pin connector of the rear case and the pump side connector from the power cord was lodged into the 6 pin connector damaging the connector, caused by an external influence. The rear case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a "bottom portion of the power connector melted off." It was also reported there was no patient involvement.